Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the display on the roller pump went blank. The touch screen on the central control monitor (ccm) was used to control the pump. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during cpb the perfusionist noted the 6 inch roller head lost pixel display on the local display. The perfusionist was able to finish the case using the ccm touch screen to control the roller pump. The incident did not delay the surgical procedure, and the patient was weaned from cpb without issue. There was no blood loss, and no harm was observed.

Manufacturer narrative:
The reported complaint was not confirmed. Per manufacturer's technical support, replacement of the pump display and ribbon cable was recommended. However, the user facility's biomedical technician (biomed) could not duplicate the issue. The customer decided not to return the unit to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.